Event description:
It was reported that lead dislodgement, no capture and low sensing were observed. The lead was explanted and replaced when repositioning was unsuccessfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.